Event description:
It was reported that, "bone cuts were made for a number #6 p/s femoral component. The components were identified and opened, but the lid that is supposed to be sealed to the inner plastic container was free floating inside above the container. The femoral component was loose in the inner container, and on close examination was found to have marks on the bearing surface. The surgeon refused to implant the device. There were no other #6 p/s femoral components obtainable within less than an hour and fifteen minute drive. With this information the surgeon made the decision to recut the femur to accommodate implantation of a #5 p/s femoral component. This event, and discovery of the option available, resulted in adding approximately twenty minutes to the procedure."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.